Event description:
It was reported that syringe 10ml reg pr saline fill spkg package was damaged. The following information was provided by the initial reporter: material no.: 306553 batch no.: 1055806. It was reported that there are holes and contamination on the packages. Per complaint details received: during incoming inspection qa found holes in the syringe packets and the gross contamination of the same packets.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1055806. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and representative samples were returned for evaluation by our quality engineer team. The supplied picture confirms foreign matter, but the picture only reveals part of the packaging and not the full product. The returned physical samples did not confirm the presence of foreign matter. The product was returned in three full shipment cases and two shipment cases arrived damaged. Large parts of the shipping case and the shelf cartons were returned in poor condition. This issue has been investigated with the plant engineer department and a single root cause could not be assigned at this point. H3 other text : see h10.

Manufacturer narrative:
. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline fill spkg package was damaged. The following information was provided by the initial reporter: material no.: 306553 batch no.: 1055806 . It was reported that there are holes and contamination on the packages. Per complaint details received: during incoming inspection qa found holes in the syringe packets and the gross contamination of the same packets.